Manufacturer narrative:
(B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle broken on lot # 9337437. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle broken ) was captured and addressed appropriately. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9337437. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle broke before use. The following information was provided by the initial reporter: upon unsealing, a broken needle was found. The concerned product was discarded.